Manufacturer narrative:
Device analysis report attached. This report is submitted on may 16, 2024.

Manufacturer narrative:
This report is submitted on 11 september 2020.

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in explant of the device on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.